Event description:
It was reported that during a hemiorrhoidectomy, the device locked when attempting to fire. A like device was used to complete the procedure. There was no patient consequence. There is no additional information available.